Event description:
Patient admitted to hospital for removal of bilateral ruptured silicone gel breast implants originally placed in 1988. For the last five years, the patient has been anxious that their implants were ruptured. Patient requested hospital staff to dispose of pt's breast implants.